Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient had a fall about 6 inches off a curb and they fell on the left side where the ins was implanted. It was noted that device was still working after the fall and the x-ray performed was perfect; however, their doctor thought the device may have pushed into a nerve in patient's hip. Patient was in pain in their lower back since the fall. No further complications were reported.